Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the user applied stress to the connector to loosen it, causing the part to come off, and then reassembled the part without using ben-p (valve p) and used it in that state. The event can be detected/prevented by following the instructions for use which state: "chapter 3 inspection before use: 3.2 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Only the two-prong connector was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. The 2-claw connector was damaged and the ben p (valve p) missing. The cleaning tube can be assembled without ben p. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during preparation for use, it was confirmed that the 2-claw connector was damaged. The ben p (valve p) had come off and was missing. The endoscope reprocessor involved with this event reprocessed an olympus scope. That scope was probably used in a procedure. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).